Manufacturer narrative:
Integra has completed their internal investigation on (B)(6), 2016. Review of device history records review of complaints history. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. DHR review; nonconforming product report / nonconforming material report history: none. Complaints history; complaint metrics tracked, trended, and reviewed monthly with management. Root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Per medwatch report received uf (B)(4). Laryngeal surgery was being performed through the mouth when the left microlaryngeal forcep grasper broke and a piece fell into the patients larynx. The broken piece was found and removed from the airway.